Event description:
It was reported that due to oversensing and unstable pacing impedance the lead was explanted. Upon explant, an insulation anomaly close to the svc coil was reported. It was noted that the patient had an abandoned ventricular lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Outer insulation damage and a fractured inner coil was found at 26.0-28.0cm from the connector pin, consistent with clavicle crush damage. Electrical analysis identified an intermittent open circuit at this location.